Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient experienced irritation, bruises, rashes and itchiness at the pod insertion site while wearing the pod for between 1 and 4 hours. The affected area had scarring at the application site (back) once the pod was removed.